Event description:
It was reported that the device system was electively removed at the pt's request. No pt injury or outcome was reported.

Manufacturer narrative:
(B) (4). (B) (4). Refers to the anchor. Final device analysis of the implantable neurostimulator, one of two leads, and both anchors revealed no anomaly found. Final device analysis of both extensions revealed no significant anomalies, the body insulation was cut through, and the product was segmented. Final device analysis of one lead revealed a short between circuits (dry conditions) due to overstress/damage. The outer insulation was intact, but pinched from the boot suture, 2.6cm from the proximal end. The short was inside of the #0 connector sleeve.